Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen went blank while on a patient. The customer stated the ventilator was changed out for another ventilator there was no harm or injury.